Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a fiber was noticed on an intraocular lens (iol). No patient contact was reported. No further information was provided.

Manufacturer narrative:
Additional info/corrected data: additional information was received and it was learnt that the intraocular lens (iol) reported in the initial MDR was the lens implanted as a replacement. The lens that was reported having a fiber was the iol with serial (B)(4). Updated the following fields: serial (B)(4). Expiration date: 03/06/2020. (B)(4). Device available for evaluation? Yes. Returned to manufacturer on: 08/09/2017. Device returned to manufacturer? Yes. Device manufacture date: 3/6/2017. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed advanced. No viscoelastic residue was observed. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was stuck at the cartridge tip. The lens was removed from the cartridge and no debris/fibre was identified. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.